Manufacturer narrative:
Testing and investigation did not confirm the complaint of "non delivery", however testing did indicate initial short term underdelivery of approximately 16%. This was caused by improperly set I/o valves. Long term delivery was found to be within device specification. The frequency of death or serious injury reports of code 103 (underdelivery) for lifecare 5000 is approx. .05/million sets.

Event description:
Non-delivery reported. The pump was initially set to infuse nitroglycerin at 20 mcg/min (6ml/hr). The infusion did not lower the pt's blood pressure as expected, so the nurse titrated the infusion up over an unspecified time period. When the rate was at 200 mcg/min (60 ml/hr), the nurse disconnected the IV to flush the pt line. At that time she noted there was no visible IV flow from the tubing. Nurse reports, "the pump indicated it was functioning properly and was verified with witnesses. Pump had all indications of proper functioning but, was not infusing." The pump was switched out and the pt's blood pressure was then adequately controlled. There were no adverse sequelae reported from the increased blood pressure. Preliminary testing by the hosp biomed engineering personnel cannot duplicate the event.